Event description:
It was reported that the sensors alerted calibration errors, change sensor and inappropriate readings which triggers the insulin pump to alarm threshold suspend. Customer's blood glucose was 177 mg/dl. Troubleshooting was done. It was found that customer was calibrating correctly. Advised the customer the sensors would be replaced. Customer also reported that the insulin pump alarmed no delivery alarm. Customer declined to continue the troubleshooting. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.